Manufacturer narrative:
The cartridge was not available for eval. The blood leak and arterial air alarm is attributed to user error as the clamp was most likely not sufficiently closed to fully occlude the line causing the blood leak and allowing air to enter the sys. The cycler alarmed appropriately. Air recovery procedures were followed as instructed by the user's guide and treatment was continued. There was no injury or intervention required as a result of the event. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, blood leaked through the saline t while injecting heparin. Air also entered the line at this time. The operator started troubleshooting and called tech support. Treatment was continued once all air was removed. An estimated blood loss of 30 cc occurred. No medical intervention was required.